Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). It was reported that patient felt pain in the rectum area right after the procedure. I advised her that she should never be in pain. The patient was advised to decrease stimulation if patient was feeling uncomfortable or in pain. Patient stated she had been urinating nonstop, it started this morning. Every fifteen minutes patient had the urge to urinate. Patient stated she had a uti. Patient stated that she was waiting on a culture to see if she had a uti. She had nonstop urinating for the last 2 days. Patient stated she was having the leads removed (B)(6) 2018. No complications reported. No further symptoms reported.